Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump errors. Customer also had high blood glucose level was 344 mg/dl. Customer was able to clear the alarm however not able to rewind the insulin pump. Customer also had cold which was treated and high blood glucose by injection. Customer did not allege insulin pump was under delivering. The device will be returned for analysis.